Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 1289mg/dl and current blood glucose value was 240mg/dl. Customer stated that he was nauseated and got diabetes ketoacidosis. Customer also reported motor error alarm. The customer experienced symptoms such as nausea and vomiting. The customer was treated with pens. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.